Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. Visual inspection of the as received product identified that the screw had fractured horizontally across the threads right below the shank. The fractured bottom portion was not returned. There were noticeable signs of usage around the shank and the collar. The hex circumference had evidence of excessive wear and appeared to be stripped.. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint was confirmed through visual inspection of the as received product. (B)(4).

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Product not returned to manufacturer device lot # was not provided/unknown.

Event description:
The dentist reported that the abutment screw broke in the patient's mouth. The patient will have to return to retrieve it.